Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, local reaction, breast cysts. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast surgery with a mentor memorygel breast implant 350cc on the left breast implant and with mentor memorygel breast implant 325cc on the right breast implant and suffered from a left side rupture at the edge of patch that was discovered via imaging. The patient experienced breast cysts bilaterally and nipple discharge. As a result, the patient had undergone removal and replacement with non-mentor allergan brand breast implant on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On 11/5/2020, during the visual evaluation of the device, delamination was observed at the juncture of the shell and patch. Leak testing was performed, according to mentor procedure, and it revealed a leakage from the delamination area. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).